Manufacturer narrative:
The stn# 125219.

Event description:
The customer reported weak false positive reactions of a sample with seraclone anti-a art no 801325100, lot 7038090-07. The customer has sent us the pt sample but not a vial of the complaint lot of the reagent. Therefore, pt sample was tested with the retention sample in the immediate spin method. The reaction was clearly negative. Even during a longer incubation at 4 degrees celsius - which is not according the informations of the instruction for use - a clear negative reaction was observed. Despite our test results the pt sample was sent for molecular typing of the abo blood group to an external laboratory. We are still waiting for the external result.